Event description:
Item # 10769 IV set ext 9 in w/ clave . This IV tail broke at the y site for no apparent reason at all. The patient was running a heparin drip, so not only did his heparin drip not infuse, but he bled extensively from the IV at the site where it broke until it was found by the nurse. A very negative outcome could have occurred d/t bleeding, and also because pt did not receive heparin drip for unknown amount of time and anti xa was subtherapeutic on next draw. "22109034".